Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced leakage at quick release on (B)(6) 2025. The infusion set was used for one day. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) with malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5404538 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 5404538 was packaged according to the wi version 73, manufactured in the machine m12, on 18/oct/2022 with a total of (B)(4) units. Assembly device history record (DHR) review: the lot 5406670 was manufactured according to the wi version 24, manufactured in the line assembly quick set, on 18/oct/2022 with a total of (B)(4) units. The lot 5406671 was manufactured according to the wi version 24, manufactured in the line assembly quick set, on 18/oct/2022 with a total of (B)(4) units. The lot 5402759 was manufactured according to the wi version 24, manufactured in the line assembly quick set, on 12/oct/2022 with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 5405275 was manufactured according to the wi version 37, manufactured in the machine gluing 04-05-08, on 12/oct/2022 with a total of (B)(4) units. Trending: a query was run in database on 18/jun/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). And lot 5404538 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.